Manufacturer narrative:
Reporting institution phone number- (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from customer reporting a touch misalignment on the v60 ventilator touch screen. The device was not in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) evaluated the device and confirmed the misalignment in the touch position. Since the issue was not resolved by calibrating the touchscreen, the touchscreen was replaced. The device was operational after repairs were completed.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician reported the touchscreen was tested and failed the flex circuit resistance verification tests. The resistance measurements were out of specification. The touchscreen misalignment was caused by the out of specification resistance results.